Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head were returned for analysis. The handle assembly was not return. All the bands were attached to the ligator head and some bands where moved out of their original positions and broken, indicating that the device did not deploy. Additionally, the suture was found detached. This was likely done to remove the device from the endoscope. Further analysis noted that the ligator head teeth were damage. The suture hole did not present issues. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. There is evidence that the ligator head teeth were damaged. This was likely caused by excess force applied during the handle rotation. Once that the ligator head teeth are damaged it can cause the suture to move from its original position, slipping through the bands during the handle rotation until it detaches from the component. This can lead to an improper deployment of the bands or could cause the bands to break. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicose vein ligation procedure performed on (B)(6) 2021. During the procedure, the first band was attempted to be released and it was noticed that the device was not working. The endoscope together with the device were then removed, and it was observed that the rubber bands seemed tangled together and would not release. The procedure was completed with a second speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicose vein ligation procedure performed on (B)(6) 2021. During the procedure, the first band was attempted to be released and it was noticed that the device was not working. The endoscope together with the device were then removed, and it was observed that the rubber bands seemed tangled together and would not release. The procedure was completed with a second speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.